Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex, physioneal unspecified product, and nutrineal pd4 unknown bag therapies, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced cloudy effluent. The patient was suspected of having sterile peritonitis. The cause of the peritonitis was reported as unknown; however, the nurse stated it was possibly due to user error and break in aseptic technique. The patient was not hospitalized. On an unreported date in (B)(6) 2011, the patient received treatment with one dose of gentamycin 40 mg ip, and also began vancomycin 2 gm ip once per day for the cloudy effluent. The patient did not receive any further treatment. The outcome for the event was reported as ongoing and improved. Extraneal, physioneal, and nutrineal therapies were ongoing. The reporter did not provide an opinion of causality for the event sterile peritonitis in relation to extraneal, physioneal, and nutrineal therapies.